Manufacturer narrative:
Eval summary: this occurrence may be due to (but not limited to): excessive force that may have applied during usage; continued operation of the drill after it was stuck against hard material; rapid forward and reversal of direction of rotation when the device is stuck; excessive bending around corners; device wear due to usage with time; low speed/high torque of operation. In this case, the surgery details, device usage history, and type of driver used is unk. The exact cause of this occurrence cannot be definitively determined with the info provided. Eval: device history records indicate all components were manufactured and inspected to specification. This instrument had a potential field age of 4 years and 7 months at the time of failure.

Event description:
It is reported that the flex drill bound up and fractured during use.